Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not working properly and the physician wanted to replace it. It was determined that a magnetic resonance imaging (MRI) scan had been performed. However, technical services was consulted and confirmed that this system was not approved for MRI. Currently, this product remains in use and no adverse patient reactions have been reported.